Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the dfm100 was unable to pass op check upon receipt. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There is no indication of patient involvement.

Manufacturer narrative:
Usage of device correction: updated to reflect that this issue occurred upon receipt of device.